Manufacturer narrative:
The pt was aware that the pump had a cracked battery compartment and knew that the pump lost power intermittently. She continued to use the pump despite her awareness of the problem. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported blood glucose of 500mg/dl with nausea but no other symptoms and no ketones. She reported that the pump lost power during the night due to a known problem with a cracked battery compartment. The pt confirmed that she discovered the crack about one month ago and was aware that the battery cap would not secure properly. She reported that she sees the o-ring on the battery cap when the cap is tightened with a coin, she stated that the battery cap does not tighten as it should, she reported that the battery cap will not tighten to resistance, and she noted that the battery cap continues to turn instead of tighten. The pt stated that she replaced the battery cap with a spare cap and it does not tighten either. She reported that for the past month the pump was losing power every few days but in the recent past the pump was losing power "constantly." Each time the pump lost power, she disconnected and completed the ez prime steps so that she could continue use of the pump. This complaint is being reported as an adverse event related to user error.